Event description:
A monopolar electro-surgical cable was in use during a laparoscopic assisted hysterectomy case. When the power was applied, the cable began to spark and burned in two near the end that connected to the forceps. No injuries were reported.